Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced and lubricated the seal, performed autofill and pumping. The stm then performed all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the connection seal of the cardiosave intra-aortic balloon pump (iabp) broke when the customer was putting the console back into the cart. There was no patient involvement and no adverse event reported.